Manufacturer narrative:
Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(4) 2018. The patient¿s weight was unknown. The cause was not determined. The rep could not read the charging statistics because the battery was all the way depleted. The rep took the battery out of the remote, un-paired and paired the remote back, but nothing changed. The rep sent the patient home and told them that they would be in touch with them in the meantime. The rep told them to try to charge again. The patient called them two hours later and stated that the battery charged all the way up to 100%. The provider is aware of the problem. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient cannot charge their ins. The patient was able to charge their battery once up to 70%. The patient claims to have charged last night for an hour with the normal charge screen and excellent coupling but the ins battery level did not increase. The rep stated that they were charging the ins on (B)(6) 2018 with the patient¿s controller. They have been for 15 minutes with no change in battery level (ins battery ¿red¿, controller battery ¿green¿). The ins battery was too low to connect the ins with the tablet to pull the charging session statistics. The patient is on the fastest charge option. The rep did not have a back up lithium battery or recharger but they did have a second controller but it was doing the same thing. The rep noted that they had trouble connecting the communicator to the ins when they were trying to look at the recharging statistics. There were no patient symptoms reported and no complications reported.